Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple unexpected alarms during normal use. It was reported the insulin also had cracks at the battery and reservoir compartments. The blood glucose level at the time of the incident was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. No unexpected pump errors noted during testing. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked reservoir tube lip and scratched case.